Manufacturer narrative:
If implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon went to advance preloaded monofocal intraocular lens and it got caught at the end and tangled up. Additional information revealed that the lens was removed and replaced with another lens of same model and diopter. The lens was not in contact with the eye; only the cartridge tip made contact with the eye. There was no injury, and surgical and medical interventions were required. The product is being retuned. No further information is available.

Manufacturer narrative:
Additional information: section h-3: device evaluated by manufacturer: yes. Device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The photograph displayed the suspect lens stuck at the end of the cartridge tip. Due to no product being received, no further evaluation could be performed and no further issues could be identified. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.